Manufacturer narrative:
As received, the connector portion of a partial lead was returned in one piece, measuring 7.0 cm electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage. The reported events of noise and over-sensing resulting in inappropriate shock were not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. This product is registered as a combination product.

Event description:
It was reported that the patient presented for replacement of the right ventricular lead due to lead noise and over-sensing resulting in inappropriate shock. The lead was explanted and replaced. The patient was in stable condition.